Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify possible under delivery and low battery alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on bolus, esc and act (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not delivering and had diabetic keto acidosis due to this had sticky button and act button was hard to press especially when priming. The customer also reported that the battery life diminished and clip broke. The device will not be returned for analysis.